Manufacturer narrative:
The device was received in with sticky residue and indentations on the exterior housing. Damages to the dust covers in the battery slot were also observed. Functional testing found the alarm was not sounding when in use with the pull magnet. Testing of the impedance across the reed switch showed the switch was faulty. This loss of functionality would result in the alarm¿s failure to alert the caregiver of a patient exit and could contribute to a patient incident. Based on the age of the device, it is likely expected normal wear and tear that contributed to the defect. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. (B)(4).

Event description:
Customer reported the alarm is not working. Evaluation found the alarm does not sound when in use with the magnet. The date the issue was discovered is unknown and no patient incident or injury was reported.